Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound bronchofibervideosocpe exhibited a black ultrasound image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.